Manufacturer narrative:
Device evaluation: the customer reported issue of ¿during configuration error codes 46011 ("ui_failed_to_update") and 41786 ("ui_never_came_out_of_reset") have been observed¿ was confirmed through pump power on. The cause of the reported issue was a faulty printed wiring assembly (pwa). The pwa was replaced, and the device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during configuration, error codes 46011 ("ui_failed_to_update") and 41786 ("ui_never_came_out_of_reset") have been observed. There was no patient involvement.